Event description:
It was reported that during a ptca procedure, the shaft of the catheter broke during advancement into the guide catheter. Another balloon was used for retrieval. Patient status is listed as "okay".